Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was observed that the right atrial (ra) lead had an increased pacing threshold. Additionally, the right ventricular (rv) lead showed failure to capture and a high pacing impedance, indicating dislodgement. The physician repositioned the rv lead accordingly. No adjustments were made to the ra lead. The patient remained stable during the entire procedure.